Manufacturer narrative:
This MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device was in good physical condition. The pump event history log identified a motor not running error. Occlusion test was performed and the reported issue was duplicated. The root cause of the reported issue was found to be main board misalignment from extrusion. Actions were taken to mitigate the reported issue: realigned main board to extrusion. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that the motor was not running. No patient injury was reported.